Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 pocket e3 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 pocket had failed to open and unable to be recovered. A field service engineer stated that the customer initiated the failure, and the staff had resolved the issue prior to arrival. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 pocket e3 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.